Event description:
It was reported that the patient was admitted on (B)(6) 2026 with new low flow alarms. Flow was typically 4-4.5 but was now about 3. They were not actively low flowing. Computed tomography (CT) heart on 02apr2026 showed bio debris present with compression between the outer cortex layer and inner dacron layer. Minimal luminal diameter 9 mm, and minimal luminal area 1.2 centimeter squared in the bend of the cannula about 16 mm from the pump. The bio debris caused maximal stenosis around 40 to 50% focally in this area. International normalized ratio (inr) was 1 on admission. Lactate dehydrogenase was 200 and no hematuria. Log files were sent for review and captured low flow events on 01apr2026. There were also several low flow flags which did not persist long enough to trigger low flow alarms. The pump log files were unremarkable.

Manufacturer narrative:
Section a4: patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.